Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports that the packaging is not intact or sterile. Device not used.

Event description:
The customer reports that the packaging is not intact or sterile. Device not used.

Manufacturer narrative:
(B)(4). One tiptracker stylet accessory pack rhy-177-ttsap batch 13f19l0451 was returned. A visual examination revealed the front pouch has been opened. The warning label has been torn similar to when normally attempting to open the pouch to remove the contents of the front pouch. The warning label indicates to the user the contents of the front pouch are not sterile unless otherwise indicated. Further examination revealed the rear pouch has been opened presumably to remove the sterile stylet for use in a PICC placement procedure. The visual examination did not reveal any evidence of incomplete or faulty sealing of the pouches. The results of the examination show the package has been used (opened) and the packaging is no longer intact or sterile due to the use (opening) of the package. The manufacturing site reported their investigation revealed the affected product rhy-177-ttsap lot 13f19l0451, shop order number 2774889, reported in the customer complaint was processed on (B)(6) 2019 in the cell 2 during the second shift at cantera site, mexico. The production records show the batch was processed in accordance with all process specifications and there were no staff under training when the order was processed. The manufacturing site reviewed the assembly and sealing processes and determined the manufacturing process of the cantera site for the finished good rhy-177-ttsap did not damage the sterile barrier. The manufacturing site reviewed the records of the sterilization cycle executed in teleflex asheboro site and determined all parameters were met. The manufacturing site determined the issue was not supplier caused because the sample returned by the user presents a good transfer of the tyvek adhesive (no channels, holes, bubbles, etc.) To the pouch polyester. The manufacturing site confirmed there is no evidence of batch change or re-packaging process and no request for additional labels. The manufacturing site reported awareness notification was given to all involved personnel and as an additional action re-training of the chmp-098 packaging process was given to all applicable personnel. The manufacturing site concluded the manufacturing process of teleflex cantera site did not damage the sterile barrier of product rhy-177-ttsap, lot 13f19l0451 reported in the customer complaint. A device history record review was performed and did not reveal any manufacturing related issues. User error - clinician technique caused or contributed to this event because the packaging is no longer intact or sterile due to the user handling (opening) of the package in preparation for use during a PICC procedure. No further action will be taken. Teleflex will continue to monitor and trend reports of this nature.